Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(4) 2018, field service engineering (fse) conducted a service call over-the-phone to address the reported event. During the evaluation, fse advised the customer to reset the analyzer and try to run the instrument. The customer indicated that the instrument was operational. On a followup call, the customer further reported that the instrument had continued to be operational without any errors. There was no further action required by fse. A (B)(4) complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints found. The aia-2000 operator's manual under appendix 4 - error messages states the following: the [2204] sorter cup pickup failure: cause : the cup hold sensor (pressure switch) failed to detect a cup during the cup pickup operation. If the problem persists when the operation is retried, the measurement result will be flagged (mf flag). Solution : ensure that the top face of the test cup is not dirty and that the seal is not deformed. If this error occurs frequently, contact tosoh service center or local representatives. The [4031] sorter x-axis home detection failure: cause : the home sensor failed to activate after the sorter x-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The [2151] hybrid arm /cup transfer cup pickup failure: cause : the cup-gripping sensor failed to detect a cup after the cup pickup operation was performed. Solution : contact tosoh service center or local representatives. The most probable cause of the 2204 sorter cup pickup failure, 4031 sorter x-axis home detect failure, and the 2151 hybrid arm/cup transfer error messages could not be determined.

Event description:
On (B)(6) 2018, a customer reported error messages 2204 sorter cup pickup failure, 4031 sorter x-axis home detection failure, and 2151 hybrid arm/cup transfer cup pickup failure with the a1a-2000 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of iparathyroid hormone (ipth) and follicle-stimulating hormone (fsh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.